Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with lows and highs while using the pump, including a documented low of 56 mg/dl and a high of 271 mg/dl, associated with inconsistent meal announcements, announcing meals at mismatched times, and using juice for hypoglycemia followed immediately by announcing and eating a meal, which resulted in stacking and subsequent hyperglycemia. Symptoms included hypoglycemia. Outcomes included recovery with oral glucose. Investigation included review of device data and user education on meal announcements, appropriate carb entries for usual low-carbohydrate breakfasts, and the use of fast-acting glucose for lows followed by a meal after recovery. Investigation of this case revealed user technique and use error related to meal announcement timing and carbohydrate entry, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training opportunity.